Event description:
To change handpieces is difficult. Due to this, cables and connections are battered. This laser system is not sold in USA, but this kind of handpieces is used also in product for USA market. We are unaware about patient injury.

Manufacturer narrative:
The handpieces had a mechanical damage and the abnormal force used by the customer end user produced the final damage.